Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A high drain error 107 (night drain #7) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 09:52:01. The patient was involved and no additional information is available.